Event description:
A report was received that the patient was not able to walk and has been in a wheelchair since the scs implant procedure. The patient was referred to a nerve physician for assessment.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: 8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was already disabled prior to implant of the scs system. Based on the physician's assessment, the symptoms were not device related. The patient was reportedly doing well.

Event description:
A report was received that the patient was not able to walk and has been in a wheelchair since the scs implant procedure. The patient was referred to a nerve physician for assessment.